Event description:
On 9/27/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in in hospitalization. The event occurred on 9/25/24. On (B)(6) 2024, the user's bg was over 400 mg/dl before going to bed, and by the next morning, it was still elevated. After changing all supplies and still not seeing a decrease in bg, the user went to the ER, where their bg levels were 1,124 mg/dl. The user was treated with an IV and insulin drip. The user's bg remained elevated for two days and they were released from the hospital on (B)(6) 2024. During this event, the user experienced dizziness and dry heaving. After being discharged, a factory reset of the ilet system was performed, and the user resumed insulin delivery. The user was using the convatec contact detach (23", 6mm) steel cannula infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by repeated failed infusion sets or other failure along the fluid pathway resulting in insufficient insulin delivery.